Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump had no power after it had been exposed to water, and some water was drained out of it afterwards. There was no damage seen to the pump casing and no corrosion in the battery compartment. The patient replaced the battery and the pump powered on successfully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no damage found to battery cap or battery compartment battery cap contact height and width were in specification. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Bolus button leak found during leak testing. Pump opened and moisture damage found on the printed circuit board.